Event description:
Customer called to report a wash concentrate leak from the lower collar wash of the cartridge chemistry (cc) sample probe onto the reaction wheel cover of the unicel dxc 600. The following day, the field service engineer (fse) inspected the instrument and determined that the condition of the waste vacuum valve may have contributed to the leak. The fse then replaced the waste vacuum valve, t-valve, level sense assembly, and a/b valve. After the instrument was serviced, the issue was resolved and no other leaks were observed. Customer stated that the leak was observed during a morning quality control run; therefore, no patient results were generated and/or reported outside the laboratory. Customer did not report harm to patients and/or instrument operators.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).